Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving an error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that they replaced the batteries and the buttons are unresponsive. It was noted that the buttons were stuck and there was a long beep that would not clear. Sensor was removed and it was noted that the cannula was bent. Customer's blood glucose reading at the time of the call was 132 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.